Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples were missing and bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.